Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the f/u dated (B)(6) 2010 of the device involved in this MDR report, the physician observed an abnormal decrease of the battery voltage. Preliminary analysis revealed that the battery voltage was normal.